Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for sustained ventricular arrhythmia which needed direct current cardioversion or defibrillator. The patient was discharged on (B)(6) 2023. The arrhythmia was not thought to be device related.

Event description:
Additional information: the ventricular fibrillation continued for more than 3 hours and was stopped by direct current from outside the body. The premature ventricular contraction with a short coupling interval frequently occurred and ventricular fibrillation was observed. The patient developed ventricular fibrillation prior to implant. The arrythmia on 22dec2022 was due to covid-19 infection and disappeared when the infection subsided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. According to the account, the patient's cardiac arrhythmia was due to a coronavirus (covid-19) infection. The patient was noted to have a genetic disorder associated with cardiomyopathy, and arrhythmia events were expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication and provides care instructions in reference to preventing infection. Furthermore, the heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections. No further information was provided. The manufacturer is closing the file on this event.